Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch regarding another issue (needle bent) of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis, only a picture showing an open and manipulated sample with the needle detached from the thread. However, without any closed sample we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 4.32 kgf in average and 3.68 kgf in minimum and fulfilled the european pharmacopoeia (ep) requirements (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received for analysis, only a picture. Final conclusion: in spite of receiving a picture showing a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn chd suture. The client reported that after opening the package, posed no risk to the patient. However, once opened, the needle and thread separated, and they were subsequently discarded. The needle and suture thread became detached from each other.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.